Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received six inappropriate shocks, and the right ventricular (rv) lead was found to have dislodged, resulting in oversensing. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.